Event description:
It was reported that on (B)(6) 2010, the pt turned the stimulation off, in order to charge more quickly. When the stimulation was turned on, the display showed that the device was on, but no stimulation was felt. Later the same day, while reaching, the stimulation suddenly began working. The pt noted several falls that occurred soon after the device was implanted. The pt also received a shocking sensation, shortly after implantation. Reprogramming was performed and the pt experienced no further issues. The pt was to meet with the MFR representative on (B)(6) 2010. No further details or pt outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).